Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: the patient had a composix mesh patch implanted in him. The mesh patch was explanted. The patient suffered injuries due to the defective mesh patch. The patient has suffered and will continue to suffer physical pain and mental anguish.